Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 80 mg/dl. The customer was treated with juice. Customer received a change sensor alert after a calibration not accepted. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was below 70 mg/dl. The customer¿s blood glucose was 50 mg/dl and the sensor glucose was 203 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 90 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The sensor will be and insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened sensor and performed visual inspection and found contact pad to be damaged. Unable to confirm customer received sensor in said condition due to customer returned opened. Unable to confirm adhesive anomaly due to sensor was returned opened/used. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.